Manufacturer narrative:
The product has not been returned for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the screen on quick bolus button was unresponsive on device. Blood glucose was reported as a "little high".